Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that conductor externalization was noted via fluoroscopy. Intervention was discussed, but not yet performed. The patient was in stable condition.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2020. The patient continued to be in stable condition.